Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that during a supply change the ilet bionic pancreas issued an alarm preventing use of the infusion set. The user replaced tubing and connector and resumed therapy after priming. Blood glucose remained unaffected and no hospitalization occurred.